Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va09lqt, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient couldn¿t seem to be able to manipulate their patient programmer. The patient stated they couldn¿t turn it down and they need to do that because of the discomfort they were feeling. The patient noted that their stimulation was too high and they wanted to decrease it. It was stated that the patient was in the hospital with heart bypass and they needed to make some changes now. Reportedly, the patient¿s urine was being dropped out into a bad via a catheter and it was very uncomfortable. The patient stated that all of the discomfort started two weeks prior to report. The patient was unable to make an adjustment either with or without the antenna attached. It was noted that the patient tried changing the batteries in their programmer at the time of report but that did not resolve the issue. The programmer would not do telemetry with or without the antenna. Analysis of the programmer showed the telemetry problem was unverified. No interventions or outcome were reported related to this event. Follow-up is being conducted to obtain this information and if additional information becomes available a supplemental report will be sent.